Manufacturer narrative:
The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer's mother called in to report that they were sent 2 replacement insulin pump's instead of 1 and the mother wanted to return the extra device. The caller also mentioned that the customer had fluctuating blood glucose levels and reported that the customer had been at 40 mg/dl. The caller stated the customer changed his settings and was doing better. The caller did not want to troubleshoot and stated she would call the diabetic educator. Nothing was replaced but the old device was returned for analysis.